Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of november 2025, additional testing was performed. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: fibrin. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was observed that when using bd vacutainer® sst¿ ii advance, there were fibrin strands in the sample of an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was observed that when using bd vacutainer® sst¿ ii advance, there were fibrin strands in the sample of an unspecified number of devices. No adverse impact was reported regarding the patient or user.